Event description:
On (B)(6) 2015, a reporter (pharmacist) for the lay user/patient contacted lifescan (B)(4) alleging that the patient¿s onetouch ultraeasy meter read inaccurately high compared to another meter. The complaint was classified based on the original customer service representative documentation since the reporter was only able to supply limited information and was unable to provide contact details for the patient. The reporter did not know when the alleged issue with the meter started and she was unable to provide any results for the meter. She was also unable to say how the patient, a male child, manages his diabetes. The only other information that the reporter provided was that because of the ¿high result¿ the patient obtained, he ¿was in the hospital¿. No details of any symptoms or treatment were provided. The issue was not resolved during troubleshooting. A replacement meter was sent to the reporter. This complaint is being reported because the reporter alleged that the patient was hospitalized after obtaining an alleged inaccurate high result on the subject meter.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; in addition, a secondary issue was noted, the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.